Event description:
N/a.

Manufacturer narrative:
The hakim valve (ID 823162) was not returned for evaluation (as per customer, product not available). Lot number information has not been provided; therefore, an evaluation of the device could not be performed, and device history record (DHR) could not be reviewed. The root cause(s) of the reported issue could not be determined. However, the possible root cause for the issue reported by the customer ¿could be due to biological debris interfering with the valve mechanism. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Event description:
A physician reported a hakim valve (ID (B)(4)) was implanted in a patient via v-p shunt on (B)(6) 2021 with 60mmh2o. On (B)(6) 2021 the valve was removed and replaced due to shunt malfunction. No further information was provided in regards the valve malfunction and patient's signs and symptoms. The patient status is also unknown.

Manufacturer narrative:
The device involved in the reported incident is not available for evaluation. An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.